Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap hernia procedure. The device was broken off when they tried to take the trocar out. In order to complete the case they used another device. There was no patient harm reported.